Event description:
It was reported that the customer had high blood glucose levels of 130 mg/dl. The customer reported a no delivery alarm from the insulin pump. The customer reported using the same six reservoirs for about a year and never called for more supplies. New reservoirs for the insulin pump were shipped to the customer. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).